Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. Additional information has been requested but not made available as of the date of this report.